Event description:
It was reported that this inflatable penile prosthesis (ipp) did not extend to the end of the penis when inflated. The glans was flopping over making it difficult to have intercourse. The device was explanted and replaced with a new ipp with longer cylinders. No patient complications were reported.